Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5143771/5143772.

Event description:
It was reported that the patient developed an infection. All components were explanted and were not returned. No further information has been obtained despite good faith efforts.